Event description:
(B)(4). This MDR is being opened in association with the alleged event filed by the pt's attorney in MDR numbers 1018233-2013-03338 and 1018233-2013-03339. There have been no allegations of deficiency or serious injury against this device. This device is listed in the pt's op notes.